Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were no alarms related to the complaint observed in alarm history; only typical usage observed. Pump passed delivery accuracy test and was found to be delivering within the required range. The pump was reported exposed to an x-ray. The display screen has a dim/pinkish contrast; the screen is still able to be read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the display screen has a dim/pinkish contrast. This report is made based on results of investigation completed on (B)(4) 2014.